Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump alarmed motor error during a bolus delivery. The blood glucose reading was 331mg/dl. Troubleshooting was performed. The customer stated that the drive support cap was protruded. Assisted the caller to run the displacement and self test and they passed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.